Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the ventilator alarmed while on patient and stopped ventilating. Patient was bagged and a replacement ventilator was used. No harm to patient was reported. No additional information was provided. Log files were not available at the time of this report. Further inquiries have been sent to the customer to obtain additional details about the reported event. Currently, the event is under investigation to verify the reported allegations.

Manufacturer narrative:
It was reported that the ventilator alarmed while on patient and stopped ventilating. Patient was bagged and a replacement ventilator was used. No harm to patient was reported. The manufacturer did not receive the device log files for analysis. Based on available information, the failure may be related to a ventilator unit (vu) hardware issue, potentially involving the motherboard or associated control systems. A vu motherboard. Was sent to the customer to address the reported issue. To date, despite several requests, the manufacturer has not received additional information or confirmation regarding whether the issue was resolved. As no response was received and no subsequent complaint has been reported for this device, this may indicate that the issue was resolved following the replacement of the vu motherboard; however, this cannot be confirmed. Hamilton medical ag considers this case closed.

Event description:
Hamilton medical ag received the following event description: the ventilator alarmed while on patient and stopped ventilating. Patient was bagged and a replacement ventilator was used. No harm to patient was reported.